Manufacturer narrative:
The third party service agent evaluated the device and downloaded the device's electronic logs. The third party service agent confirmed the device was operating to specification and observed proper device operation through functional and performance testing. The device was not returned to ventec for an evaluation. Ventec reviewed the electronic logs around the reported event date and time, which indicated nominal device operation. There were no alarms that would indicate there was a malfunction.

Event description:
It was reported to ventec, "a resident passed away on this unit at tulip. They said there was no malfunction with the device. They just wanted a copy of the alarm logs and a 3rd party eval due to legal reasons. Facility requested a copy of the alarm logs dated 4/3 at approximately 1:00 pm for their review."